Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements and high pacing impedance measurements of 1,800-1,900 ohms. A lead fracture was suspected. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.